Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the needle broke off into the patients body, xrays were take and the needle was later retrieved out the patients body, the same incision was extended, on same procedure.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. The needle broke off into the patients body, xrays were take and the needle was later retrieved out the patients body, the same incision was extended, on same procedure to remove the needle. There were no patient consequences reported.